Manufacturer narrative:
Sections with additional information as of 05-jun-2023: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: (B)(6) : user's test strip had poor storage. Note: manufacturer contacted customer in a follow-up call on (B)(6) 2023 to ensure that the initial concern was resolved - able to establish contact with customer who stated is comfortable with the glucose readings from the product.

Event description:
Consumer reported complaint for high and erratic blood glucose test results. The customer is concerned with test results from results obtained of 91, 182, 97, 142 and 102 mg/dl. The customer¿s expected am fasting blood glucose test result range is 80-90 mg/dl and expected one hour post meal blood glucose test result is <140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is not stored according to specification (kitchen). The test strip lot manufacturer¿s expiration date is 08/14/2024 and open vial date was not disclosed. The customer did not have another vial of test strips that had been stored and handled correctly. The meter memory was reviewed for previous test result history: result 1: 91 mg/dl date: (B)(6) 2023 time: 7:37 am fasting. Result 2: 182 mg/dl date: (B)(6) 2023 time: 7:36 am fasting . Result 3: 97 mg/dl date: (B)(6) 2023 time: 8:07 pm 1 hr. After meal . Result 4: 142 mg/dl date:(B)(6) 2023 time: 1:20 pm 1 hr. After meal. Result 5: 102 mg/dl date: (B)(6) 2023 time: 10:12 am fasting.